Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a solid beep was heard from the device. The physician indicated that it may be due to electromagnetic interference. Swelling around the device site was also mentioned. The device is still in use. No further patient complications have been reported as a result of this event.